Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator had failed the oxygen sensor calibration. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.